Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no reported adverse impact to the customer's blood glucose level. Customer service provided instructions for a complete pump reset, guided the caller through the process, and instructed them to wait 20 minutes before starting a new sensor session, which the caller understood and acknowledged.